Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. At the current device check, the remaining longevity was 0.5 years. However, at the previous follow-up seven months ago, the remaining longevity was 3 years. It was noted that the pacing rate had not changed significantly between device checks. Another follow-up was scheduled for two weeks. No adverse patient effects were reported.

Event description:
The patient was seen in the clinic for a device check. A save to disk was performed and was submitted to technical services for review.

Manufacturer narrative:
As of today, the device remains implanted with no further complications. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific engineer reviewed the device settings, lead measurements, and therapy usage to calculate the how much current the device was using. It was noted that when the ventricular output was decreased, the device was using less current and the longevity increased. However, when the ventricular output was later increased again, the longevity did not change because the commanded lead impedance measurements were significantly higher than the last daily impedance measurements. It should be noted that factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Technical services recommended intensified follow-up, as the device's magnet rate was showing a battery status of elective replacement near (ern).